Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a cc joint procedure the ar-8771-0225s nitinol double compression plate was attached to bone on one side with a bbtak. The other side was drilled with a 2.5 drill through val guide for a 3.0 hybrid kreulock screw. The kreulock screw did not compress the plate to bone and distracted. As the screw locked into the threads of the plate, the round hole snapped clean off the plate, leaving the plate unusable. There was no harm done to the patient and the screw was easily removed.